Event description:
Customer's family member reported at about 1 pm, customer was "out of it". Family member called the ambulance. The emergency medical technician (emt) device = 399 mg/dl. Emt gave customer IV and transported them to the hospital. Customer was given another IV of sugar, monitored, and released 8 hours later when glucose = 177 mg/dl. Control information was not provided. A request was made for return product and replacement product was sent.